Manufacturer narrative:
A general reagent or analyzer problem was not present because the qc before the event was within range. The original sample was vortexed between runs. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e601 module serial number was (B)(6). The serial number for the other e601 module was not provided. Qc was acceptable. No other patients were affected.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg+b) on two cobas 6000 e601 modules. The initial result was 110.3 miu/ml. The repeat result was 147.6 miu/ml. The repeat result was 20.10 miu/ml. The repeat result from a different e601 module was 25.98 miu/ml. On (B)(6) 2026, the repeat result was 48.74 miu/ml. A new sample was obtained, and the "result was <test."